Event description:
The power injector that the end user used sprayed contrast all over the pt, physician, and staff involved in the case. The syringe at the time was filled with contrast and some blood. The syringe used was a deroyal catalog number: 77-150269, lot number: im079-1112. The power injector also was reported to biomed to be looked at the same day. All staff were wearing protective equipment, gloves, and eye protection. There was no exposure of blood/body fluids to anyone in the room. The staff and physician involved in the case are very experienced with this procedure and equipment. There were no visual defects to any piece of equipment in use prior to the event and no indications that the device would malfunction. Staff reported that this has happened twice before. No other info from the previous experience is available. There was no harm to the pt, staff, or physician in this case.

Manufacturer narrative:
Deroyal: the defective sample has not been returned to deroyal at this time for investigation. This product is supplied to our company by (B)(4).